Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device went to elective replacement indicator (eri) during the pacemaker check. The device was reset and it was confirmed that the device was not at eri. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device went to elective replacement indicator (eri) during the pacemaker check. The device was reset and it was confirmed that the device was not at eri. The device remains in use. It was further reported that the device was at eri and was explanted and replaced. No patient complications have been reported as a result of this event.